Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Unit passed displacement test and self test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Pump error 3 and pump error 53 found in insulin pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. Customer's blood glucose level was unknown. Customer reported that they were unable to clear the alarm. Customer stated insulin pump had crack on it. The insulin pump will be returned for analysis.